Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a patient was in cardiac arrest. When they placed the ez/io needle, they were unable to remove the cap. After several tries by different personnel a new needle was used successfully. The patient expired.